Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The right atrial lead has a history of lead noise and impedance measurements that go out of range. The device was programmed vvi due to this history. No further action was taken, the patient was stable.